Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in a ventricular tachycardia episode that was inappropriately treated with anti-tachycardia pacing.